Event description:
Pt in the intensive care unit. It was noted that the datascope intraaortic balloon pump failed. This was removed by physician, another pump was not placed. Upon further review, rptr discovered that the pt expired. The physician shared that pt's demise was not caused or contributed to by the failure of the iabp, but to ischemic bowel.